Event description:
A package with 5fr x 40cm angiodynamics berenstein package was opened for a case and the catheter in the package was not a berenstein (shaped tip catheter). This was a straight catheter. It was not used, and no harm came to a patient.